Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The reported implant is being returned by the distributor. Once the evaluation is completed, a supplemental report will be submitted. This report is for the 2nd implant of 2 reported implants for the same patient. Please reference 3011649314-2018-00319 ((B)(4)) for the 1st implant.

Event description:
This report is for the 2nd implant of 2 reported implants: it was reported that an inclusive tapered implant failed to achieve primary stability before the second stage surgery. The implant site was not infected. The implant was placed into the tooth # 26 (universal) on (B)(6) 2018 and was extracted on (B)(6) 2018. There was no injury to the patient. The patient was reported to be fine and new implant will be placed. Per provided information, the patient's bone was weak so the implant lost the primary stability. The implant site has type iii bone quality. Besides having history of smoking, the patient has no relevant pre-existing condition. There was no abnormal event or health condition that might have contributed to the implant failure. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to fail to achieve primary stability. It was reported that the patient has type iii bone quality. Type iii bone has a thin layer of cortical bone surrounding medium-density spongy bone. It has been shown that the quality and quantity of bone available at the implant site are very important patient factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. It is possible that the patient's bone quality may have been a factor for the implant's lack of primary stability. Per provided information, the patient has a history of smoking. Smoking is known to inhibit local wound healing and may affect survival rate of implants. Smoking is known to have a strong influence on the complication rate of implants. It causes significantly more marginal bone loss after implant placement, increases the incidence of infection, peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There was no non-conformity found with the reported implant. This event will be tracked and trended.